Event description:
It was reported by service report that the scale was not functioning properly. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty foot right load cell caused the scale malfunction.